Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #4:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional infomation has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00822, 00823, 00824.

Manufacturer narrative:
(B)(4): in review of the files, this was determined to be a duplicate of medical device report 1043534-2009-00331 previously submitted and therefore not required.